Event description:
Complaint ID: (B)(4).

Manufacturer narrative:
The reported failure "head error" occurred during preparation and was not used on a patient. According to the communication grid in the complaint dated on 2020-07-28 it has been confirmed that the control board and the driver are broken. The cause of the fault is that the connecting cable between the driver and the host is manually disconnected when the machine is turned on. At present, there is no agreement with the customer on the maintenance cost, and the maintenance will not be carried out in a short time. The most possible root cause could be determined as: the head error is caused by the hot plug. When the device is in operation and the power plug is plugged in or out the head error occurs and the rota flow drive and / or the control board is damaged. As a result the rota flow drive and / or the control board has to be replaced. Furthermore, the instructions for use of the rotaflow system, see rotaflow system user manuel, mcv-ga-10000703-de-11 contain detailed descriptions to prevent an ¿error head¿. Device history review (DHR) was reviewed on 2020-03-23. The DHR does not show any abnormality or issue that is related or can have led to the customer complaint. The reported failure "head error" occured during preparation and could be confirmed. The occurrence rate regarding the above complaint is below the acceptance rate. Thus, no remedial action required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿s trending program and additional investigations or corrections will be implemented in case of adverse trending.

Manufacturer narrative:
A follow up medwatch will be submitted when additional information becomes available.

Event description:
It was reported from china that head error occurred when the rotaflow console was tested during preparation and was not used on the patient. No patient was involved. Complaint ID: (B)(4).